Event description:
The recipient fell and hit his head on the right side. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient fell and hit his head on the right side. The recipient has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell and hit his head on the right side. Further proceedings are currently unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. In addition, in situ measurements showed one channel with high status already before the reported impact due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Explantation was carried out, but the device has not been received for investigation yet.

Event description:
The recipient fell and hit his head on the right side. The recipient has been explanted. Furthermore, a CT is planned when the edema has been reduced and further steps will be decided.